Event description:
On (B)(6) 2012, pt reported the down button on his old infusion device was defective. This was first noticed in (B)(6) 2011, and he switched to his back up infusion device 2 days later. He had been using this infusion device since (B)(6) 2007, and it was previously returned and evaluated for a display complaint (MFR report # 2183996-2012-00255). No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. Add'l info will be submitted when the eval is complete.